Manufacturer narrative:
This supplemental report is being submitted to provide the correction and additional information. In addition, the following reportable malfunctions were identified during the device evaluation: the connecting tube was sticky. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device received a 315 unsupported scope error. The event occurred during maintenance. There were no reports of patient involvement.